Event description:
It was reported the patient fell off a chair, fractured her leg and was in rehabilitation for three months. During that time the patient was not receiving stimulation in her back. Reprogramming was unable to resolve the issue. Xrays were taken and results are pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.